Event description:
It was reported, the patient was suspected of having an infection. As such, both leads were explanted. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A suspected infection at the lead site(s) was reported to abbott. Surgical intervention was undertaken wherein both leads were explanted. The cultures came back negative. The patient was not diagnosed with an infection. No explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates, the cultures came back negative. The patient was not diagnosed with an infection.